Manufacturer narrative:
Submit date: 07/15/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states after starting dialysis, there was micro foam leakage after about two hours. The leak is located at the base of y junction. The catheter has been in place for approx 7 months. The pt was hospitalized; the catheter was pulled and replaced on (B)(6) 2013.